Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported crosslead penetration 18 guide wire was returned for investigation. The returned crosslead penetration 18 guide wire was found with its outer coil unraveled proximal to the distal solder. Microscopic observation of the damaged segment of the outer coil revealed that the outer coil was unraveled, likely due to torsional stress generated as the coil's helical structure had been loosened. It was confirmed that the outer coil had not been fractured as solder was found attached at the unraveled end of the outer coil. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsional stress generated with wire manipulation might have been locally accumulated on the distal segment of the crosslead penetration 18 guide wire while the wire tip was caught by the heavily calcified lesion. As the outer coil was significantly loosened at the distal solder which was set to fix the outer coil onto the core, the outer coil came off from the distal solder. The outer coil was further unraveled during withdrawal. It was concluded that this event was not attributed to product quality, while possibility could not be completed ruled out that a fragment might be left in situ should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] - breakage of the guide wire

Event description:
It was reported that a parent cross 7fr guiding sheath (medikit) and an asahi crosslead penetration 18 guide wire were used during an endovascular therapy (evt) for a heavily calcified chronic total occlusion (cto) lesion in the right iliac artery. When the crosslead penetration 18 guide wire was removed from the patient anatomy as the guide wire got stuck in the lesion during manipulation, the tip segment was found damaged. The procedure was continued with a wingman penetration catheter (century medical) and an asahi gladius mg es (marketed as gladius mongo14 es in USA) to successfully cross the lesion and completed with reestablished blood flow with a jetstream atherectomy system (boston scientific). The patient was reportedly free of health hazards from the event after the procedure.